Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported break was confirmed. The reported difficulty to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, tip separation and foreign body in the patient appear to be related to operational circumstances of the procedure. In this case, based on the reported information, the guide wire encountered resistance during advancement with the challenging anatomical conditions causing the difficulty to advance. It is likely that the tip became damaged against the anatomy during advancement resulting in the difficulty to remove. Manipulation against resistance ultimately resulted in the reported/noted core and coils separation and misaligned coils during retraction. The noted kinks and bends on the guide wire likely occurred during packing for return analysis. Corrosion was noted on the center solder, and likely a result of exposure to the elements during transit back to abbott vascular for analysis. The separated portion of the guide wire that was not retuned remained in the patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling code 2524 was removed.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A proceed 220t guide wire met resistance with the anatomy during advancement. However, once the guide wire was removed, it was noted that the distal tip had separated with only the core remaining. Imaging was done in an attempt to locate the separated tip but was unable to be found therefore the tip remains in the anatomy. It is unknown whether the separation occurred while advancing or removing the guide wire from the anatomy. Subsequent to the initially filed MDR report, the account confirmed that the guide wire did reach the lesion although it met resistance from the anatomy. Additionally, there was also resistance with anatomy during removal. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A proceed 220t guide wire met resistance with the anatomy during advancement. However, once the guide wire was removed, it was noted that the distal tip had separated with only the core remaining. Imaging was done in an attempt to locate the separated tip but was unable to be found therefore the tip remains in the anatomy. It is unknown whether the separation occurred while advancing or removing the guide wire from the anatomy. No additional information was provided.